Event description:
It was reported that the customer was hospitalized for low blood glucose troubleshooting was performed and pump programming and function appeared to be normal. The customer also reported that he received an alarm.